Event description:
The users observed waveforms on the telemon after hooking a pt up to telemetry. The pt was left connected to telemetry. The telemetry transmitter was left docked in the telemon but it was never monitored at the central station. The customer alleged there was signal dropout. The pt expired.